Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: n/I. Batch: n/I.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedances were discovered on several contacts of the lead. Reprogramming attempts were made to recapture pain relief, however the therapy was not noticeable to the patient. Therefore, the patient underwent a lead revision during which both leads were explanted and a new paddle lead was implanted. The patient was doing well postoperatively and has fully recovered. The explanted leads will not be returned as they were discarded by the medical facility.